Event description:
A nurse reported that a system message displayed and the vitrectomy probe would not cut at 2500 cpm (cuts per minute) during a vitrectomy procedure. The "infusion drop" was increased to 70% but the probe still would not cut well. The surgeon resulted in implanting an anterior chamber lens into the sulcus. Additional info was received from the nurse indicating that the probe was exchanged but the issue was still not resolved. The bottle height had to be increased in order to get the cutter to perform correctly. The procedure was not able to be completed and the pt returned the next day to undergo another anterior vitrectomy, then the iol was placed in the sulcus. The nurse stated that a posterior capsular (pc) tear had occurred which necessitated an unplanned anterior vitrectomy. The nurse reported that no alcon products were suspected in having caused the pc tear.

Manufacturer narrative:
The company rep examined the system and could not replicate the system message or the vitrectomy probe would not cut. Preventive maintenance was performed. The system was then tested and met all product specifications. The customer reported that a posterior capsule (pc) tear occurred during a cataract procedure. The customer also stated that an alcon product was not suspected in causing the pc tear. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined conclusively. (B)(4).